Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 3max reperfusion catheter (3maxc), a penumbra system jet 7 reperfusion catheter (jet7), a neuron max 6f 088 long sheath (neuron max), a penumbra engine (engine), a penumbra engine canister (canister), and a guidewire. During the procedure, the 3maxc and guidewire were supporting the jet7 as it was being introduced to the target vessel. After the jet7 was in position, the physician started to remove the 3maxc and noticed that the distal tip had separated, and the exposed wire had unraveled. Therefore, the 3maxc was completely removed and was no longer used. The procedure was completed using a new 3maxc, the same jet7, the same neuron max, the same engine, and the same canister. After the procedure was completed, the physician discovered that approximately six inches of the 3maxc tip had been suctioned into the canister. There was no report of an adverse effect to the patient.